Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory notifier alert and presented to the hospital. Upon interrogation, the left ventricular lead exhibited low impedance. The lead was programmed off. The patient was in stable condition.